Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that hair was found inside the implant package along with the product. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual evaluation of the returned product found the packaging was previously opened. A hair-like fiber was found in a separate baggie. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.